Event description:
The customer reported to olympus, the resection sheath, 8 mm, ceramic tip was loose. The issue was found during preparation for use for an unknown diagnostic procedure. The facility finished the procedure with a similar device. The patient was not under anesthesia. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found; the ceramic tip was loose, the sealing ring was damaged and the guide screw was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed based on the results of the investigation, 1. The ceramic tip was loose : presumably, the damage to the insulation insert was mechanically induced. Therefore, it is most likely due to improper handling, specifically, by subjecting the device to mechanical overload, shock, accidental dropping. It was unable to determine whether there was any pre-existing damage to the insulation insert or if it was already worn. It was also not possible to determine whether the damage was caused during the last reprocessing of the instrument or during its last use in a procedure. In general, cracks in the insulation material are often not visible, making visual inspection difficult. Lost fragments of the ceramic insulation insert can be located and removed using an appropriate radiographic or computed tomographic technique. 2. The sealing ring was defective: this error pattern is most likely attributable to frequent use, improper handling, insufficient maintenance and improper reprocessing. A damaged sealing ring is very likely to cause the inner sheath to leak. 3. The guide screw was missing: this error pattern was mechanically induced. Therefore, it is most likely due to improper handling, specifically, by subjecting the device to mechanical overload, shock, and or accidental dropping. The event can be detected or prevented by following the instructions for use which state: ¿4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end. Visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product: if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.